Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "while the rn was hanging IV antibiotic, the secondary tubing came out of the drip chamber causing the antibiotic to spill on the floor."